Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction: subsequent to the previously filed medwatch report, it was found that the minimum recommended sheath size on the omnilink elite label was incorrectly reported as 2.20 mm. The correct recommended sheath size that is on the label is 2.15 mm.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use, sheath size. Guide wire: 0.35 boston scientific, sheath: terumo radifocus introducer ii 6fr. The device was not returned. Potential factors for difficulty inserting the omnilink elite into an introducer sheath include, but are not limited to, incorrect size sheath used, damage to the stent or damage to the introducer sheath. It was reported that the original introducer sheath attempted to use was a 6fr terumo sheath. The inner diameter of this brand of 6fr sheath is 2.11 mm. The minimum recommended sheath size on the omnilink elite label is 2.20 mm. Therefore, the difficulty appears to be due to incorrect sheath size selection. It was reported that the omnilink elite was being removed from the anatomy, but the stent dislodged off the balloon and the guide wire. Based on the reported information, it is likely that the stent interacted with the undersized introducer sheath causing the dislodgement. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulty inserting the omnilink elite into the introducer sheath and subsequent stent dislodgement appears to be user related (incorrect size selection). There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for damage during the manufacturing process. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.

Event description:
It was reported that during a procedure of the calcified left common iliac artery, a 9x59x135 omnilink elite met resistance during advancement to the target lesion through a non-abbott 6 fr sheath. The omnilink elite was being removed from the anatomy but the stent dislodged off the balloon and the guide wire. An attempt was made to reposition the stent to the target lesion using a 4 fr guiding catheter and the 0.035 non-abbott guide wire; the guide wire was replaced with an asahi miracle bros 0.014 guide wire. A 4 x 80 non-abbott balloon was introduced and the stent was dilated. The omnilink elite balloon was introduced and post-dilated the stent. It was noted that the stent was implanted but the lesion was not covered properly. A second stent was implanted next to the previous stent without consequences to the patient. It was noted by the physician that the 6 fr introducer sheath diameter was not compatible with the 9x59x135 omnilink elite stent system despite the instruction for use. There was no reported adverse patient sequela. There was no additional information provided.